Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that up, down, and okay buttons were unresponsive after exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/29/2013 with the following findings: the audio bolus button was found to be missing. The audio bolus button responsiveness was unable to be tested due to the missing button cover. During testing, an audio bolus button leak was found. The pump cover was removed and moisture corrosion was visible inside the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.